Event description:
It was reported that during a stone removal procedure, the stone basket broke along the shaft inside of the sheath. The patient was undergoing quite a lengthy procedure with a 12mm stone involved that had already been lased prior to the doctor placing the basket. The doctor had inserted the basket to capture the stone pieces and after about three to four passes, the user articulated the basket while it was inside the sheath and the basket had to be removed and replaced. After about the second pass with the new basket, it snagged in the ureter and when a little tension was applied in an attempt to remove it, the basket head detached from within the shaft. The physician attempted to retrieve the basket head with a competitor's zerotip basket, however, when they got back up to the point of the broken basket, it had broken into multiple pieces, leaving 'eyelash'-like fragments in the distal part of the ureter. The zerotip basket and alligator forceps were used to obtain all of the stone and basket fragments and the procedure was completed with no further difficulty reported.

Manufacturer narrative:
The sample was returned with basket assembly still attached except for a 1/2 inch piece of detached wire that was returned in a clear tube. An evaluation of the basket wire piece was completed under 30x magnification and it was noted that the breaks on both ends of the wire and the dips present in the wire are indicative of the wire having been exposed to extreme heat conditions. This caused the melting/burning of the wire. The evaluation concluded the sample condition was due to conditions to which the basket was exposed while in use. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed, however, the physician should use the technique most appropriate for the individual patient's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. The IFU warns that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. Potential complications that may result from the use of a basket in an endoscopic urological procedure can include inability to disengage from irretrievable object. Baseline report previously filed. A field correction was implemented in 2006.